Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received motion sensor test failure alarm. The customer mentioned that there was a motor error alarm as well. The customer's blood glucose was 59 mg/dl at the time of incident. The customer stated that they corrected the blood glucose with juice. The customer stated that the time and date would reset and the motion sensor test failure alarm would recur. The customer stated that the insulin pump prompted to rewind and the motion sensor test failure alarm would recur as well. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test or verify a35 alarm due to motor error alarm; no a21 alarm or reset anomaly noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing the end cap sticker.